Event description:
Per complaint (B)(4), after clinical procedure, implant dropped from implant driver.

Manufacturer narrative:
Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.